Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was a remote transmission showing what looked like fracture type electrogram signature and a high short interval counts (sic) count on the right ventricular (rv) lead. There were also shocks noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was explanted.